Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a chest case procedure, the product did not fire. The surgeon able to press the green button and was able to squeeze the handle, it was the black cutter button that would not slide forward. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.